Event description:
Info received indicates while testing the bed, the technician found no reading for the ground due to a loose ground wire at the base of the frame where the power cord connects.

Manufacturer narrative:
The technician tightened the ground terminal screw to repair the bed.